Event description:
Caller reports that during a correlation study the following inform system results were obtained within 10 minutes: 67 mg/dl (inform system 5) and 123 mg/dl (inform system 2); 67 mg/dl (inform system 5) and 108 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).

Event description:
I had the depuy pinnacle components used in a total hip replacement of the left side due to arthritis. Since the operation, I have had major pain in the joint area, pelvic and thigh areas. This pain has limited my ability to do the things I enjoy. The doctor said there was nothing wrong and I have to give it a year to heal. I haven't been able to go back to him, as I have moved to another state and no longer have health insurance. Since the recall of the depuy asr, I feel that there is a problem with my implant.